Manufacturer narrative:
(B)(4). Correction/additional information. The sample is not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an interlink continu-flo solution set with a condition of "tubing defective; hole in tube." The reporter stated that it is unknown if the condition was identified before use or during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.